Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported balloon rupture. It should be noted that the traveler rx, instruction for use specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the traveler rx 3.5 x 15 balloon catheter was being used for pre-dilatation, but the balloon ruptured at 11 atmospheres during the first inflation. It was also reported that the device was prepped (air was pulled) inside the anatomy. The lesion was further dilated with a 3.5 x 12 mm traveler balloon catheter to successfully complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.